Manufacturer narrative:
Journal name: international heart journal title of article: three-year major clinical outcomes of angiography-guided single stenting technique in non-complex left main coronary artery diseases literature reference: doi:10.1536/ihj.17-115 received for publication february 24, 2017. Revised and accepted june 5, 2017. Released in advance online on j-stage september 30, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Two hundred and thirty nine patients were enrolled to the study and divided into 2 sub-groups - angiography-guided pci and ivus-guided pci. The study population included 196 eligible patients with non-complex lmca disease treated with the single stenting technique using des. Resolute zotarolimus-eluting stents were implanted in the rca, ramus, lmca, lad and lcx during the study. Patients were administered unfractionated heparin pre-operatively. Peri-procedural complications reported in this study include: hematoma, pseudo-aneurysm, acute renal failure, congestive heart failure, stroke, dissection, perforation, occlusion and spasm. The cumulative incidence of various individual and composite clinical outcomes during the 3-year clinical follow-up was compared between the two groups. Clinical outcomes included death, myocardial infarction, revascularization, cerebral haemorrhage, septic shock and major adverse cardiac events.